Manufacturer narrative:
E1: patient city: george. Patient country: south africa. E1: name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event with infusion set where infusion set had slightly bent canula and patient reported high blood glucose levels on (B)(6) 2026 and got treatment through pump correction.